Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during implant of the left ventricular lead, acceptable capture and sensing values could not be obtained. The lead was not implanted. The left ventricular port on the patients device was plugged. The patient was noted to be fine following the procedure and would be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.